Event description:
It was reported to philips that system's emergency stop was active, preventing geometry movements. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the procedure was completed by manually moving the stand. The philips field service engineer (fse) visited onsite and confirmed that pot/sensor issue causing table problems. Review of the logfile shows multiple e-stop activations. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite and found that the ttcf cable to the control module got caught on something pulling it out of the ttcf that caused the ttcf damaged which was due to the unintentional strain from system movements. To resolve the issue, fse replaced the ttcf board, tilt pot and sensor, performed tilt position adjustment. The defective part was sent for analysis, for ttcf board malfunction was observed and the failure was found to be control unit connector port is slightly bent and the threading to connect the connector screws is missing on the topside. The tilt potmeter was also sent for further analysis and no malfunction was found. After replacement the device returned to good working order. At the time this complaint was received, philips did not have enough information to exclude a potential for serious injury and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the information received the procedure was not affected, and the customer was able to complete as planned by manually moving the stand. Therefore, based on this investigation results, philips concludes that this complaint is not reportable. The codes were updated based on the investigation outcome.